Manufacturer narrative:
Stryker evaluated the customer's device and was able to verify the reported issue. Stryker also observed that the device would not be able to power on with dc power only. Stryker replaced the device's power supply, power pcb, and a07 main battery to resolve the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing and the device returned to the customer for use. Stryker product analysis center (pac) determined the use of OEM battery pack was causing the issue. Labeling on the battery itself states that this battery should not be used on devices made after 2018 and this device was manufactured in 2019.

Event description:
The customer contacted stryker to report that their device's on button intermittently unresponsive. During evaluation, stryker observed the device did not power on. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.